Event description:
It was reported that the patient's pacemaker exhibited loss of capture. No intervention was reported. The patient experienced no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.